Event description:
Manufacturers periodic review of available programming data determined that on the day high impedance was reported, it was just above the normal impedance limits at around 5400 ohms. The device was disabled at this time. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physicians manual, high lead impedance (62;/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction this event is consistent with this investigation. No further relevant information has been received to date.

Event description:
It was reported that the physician reported that the patient¿s device showed high impedance that day. During the last visit impedance was within normal limits, however mother of the patient reported that she has had violent seizures periodically and could have fractured her lead during an episode. No surgical intervention has occurred to date.